Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 36 mg/dl. Customer was admitted to the hospital. Customer stated she perceived that the cause of the low blood glucose was cellulitis. Customer stated that she had a low blood glucose because she hadn't eaten. The customer was advised to monitor. The customer also reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 450 mg/dl. The customer was treated for high blood glucose with a bolus. The customer stated that there is crack from the right corner of the lcd and curves over the up and down button. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.